Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no actions/interventions had been done. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received, the correct manufacturing site was # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement recharger did not resolve the issue. The patient went to their doctor on (B)(6) 2017 and, via x-ray, it was determined that the implanted battery in their chest had flipped. Further follow up received from the manufacturer¿s representative reported that the recharging issue had not been resolved. The last update the manufacturer¿s representative received from the study site was on (B)(6) 2017. It was noted that the patient recently had a conference call with their treatment team. It was decided the patient would come in for a eeg and based on those results, a final decision on the device will be made (e.g., whether to undergo a revision, replacement, or a complete explant). It was noted that the manufacturer¿s representative was not informed of the patient¿s loss of stimulation, only the issues surrounding the recharging of the ins issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient decided to have the device replaced and wanted to switch to a non-rechargeable device. The reason for the switch to a non-rechargeable device was so it would fit the pocket more tightly with less chance of flipping and no need for recharging the device. It was also noted the device was remained off since confirmation with x-ray that the device had flipped. Symptoms reported including worsening seizures since turning the device off. The health care provider (hcp) noted it was unclear if increased stress and worries was related to the worsening of seizures. Further information received indicated the patient¿s body habitus and significant amount of adipose tissue prevented capture of charge and could cause the ins to flip and/or move within the pocket; therefore, replacing with another rechargeable device was not indicated. The estimated date range of device replacement was between (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was epilepsy.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for seizure disorder/epilepsy. It was reported the patient¿s recharger was not working and it was difficult to interrogate. The ins was taking too long to charge and there was poor coupling. The patient had been trying to charge the ins since the previous night, but they were unable to get any coupling bars. Turning the antenna dial and repositioning the antenna did not resolve the issue. Performing an antenna locate resulted in a value of 62, but a reposition antenna message was still displayed on the recharger. A replacement recharger was sent. No medical symptoms were reported. No further complications are anticipated. Additional information was received from a healthcare provider (hcp). It was reiterated that the patient was unable to charge. The hcp used their clinician programmer and was unable to connect to the device. It was stated that the ins was depleted, and needs to be charged. It was stated there was a loss of stimulation. The ins doesn't appear to be deeper than 1cm and there was not much movement of the device. Technical services recommended an xray of the device. Further information was received stating that it was difficult to charge and the patient had 0 coupling bars when they used to have 8. It was reported that after taking an xray of the device, it was found to be tilted and flipped. The hcp stated that sometimes the device is placed upside down but they could not confirm how this patient was implanted. Technical services reviewed that even with expected ins placement, it still appears to be flipped. The patient is still attempting to charge, it is just very inefficient. It was reported that this issue began on (B)(6). This information conflicts with the previously reported event date of (B)(6), so it is unclear when the issue began. The patient was referred to a surgeon to address the flipped ins.